Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019, dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensing on some atrial tachycardia (at)/ atrial fibrillation (af) treated episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.